Manufacturer narrative:
No discrepant results were confirmed or identified in the available dataset. All three alleged runs display a clear and significant amplification. Low viral load samples are therefore unlikely. The instrument is able to keep performing as expected and the customer can keep using the analyzer. The limit of detection (lod) and viral regions being tested differs significantly between the cobas® scfa test for the liat system and both the biofire® filmarray and allplex seegene assays which could explain the sample discrepancies. In the provided details it is mentioned that different samples were used for the cobas liat runs and the laboratory tests. Also, sample to sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results. Additionally, the collection kit in use is off-label. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the great britain alleged a discrepant result for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and negative result for influenza a and influenza b. A new sample was retested on a different platform (biofire® filmarray and allplex seegene) which yielded a negative result for all targets. Results of positive sars-cov-2 from the liat were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Three (3) mdrs will be filed one for each sample as per FDA guidance.